Event description:
Boston scientific received information that this right atrial lead had a history of high pacing impedances but not out of range. At the most recent normal device change out procedure it was confirmed that this right atrial lead dislodged. The lead was surgically abandoned and a new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.